Event description:
It was reported the valve was explanted because the pt outgrew the valve and the surgeon did not have a complaint regrading the valve. The valve was replaced with a larger 23 mm sjm regent valve (model 23agfn-756, (B) (4)) and the pt was reported to be fine postoperatively.